Event description:
The customer reported that the insulin pump alarmed motor error. He stated that there is a discrepancy between the amount of insulin in the reservoir screen and the reservoir status. The blood glucose reading was 96mg/dl. Troubleshooting was performed, and the drive support cap appears to be normal. The displacement test was completed and failed. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.